Manufacturer narrative:
No evidence of product's failure to meet specification or mfg anomalies were identified. No definite root cause for the locking nut back out could be determined.

Event description:
A pedicle screw sys was implanted into the pt in 2007 for spinal fixation. The connecting rods were observed to have pulled out of the screws at the 6-week follow-up x-ray examination. The pedicle screw sys was explanted two months later and replaced with another MFR's sys. No complications or adverse effects were reported from the procedure or failure of the construct.